Manufacturer narrative:
Concomitant product: product ID 8731, lot # b002148n06, implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication (unknown concentration and dose) via an implantable infusion pump. The indication for use was noted as non- malignant pain and failed back surgery syndrome. The patient's medical history and concomitant medications were not reported. It was reported that a pump refill discrepancy had occurred during servicing. It was noted that a major discrepancy between the actual reservoir volume (arv) and expected reservoir volume (erv) were found at refill on an unknown date. The reporter did not know what lead to the event and how the issue was identified. The reporter was not aware of any diagnostics or troubleshooting that was performed. No interventions/actions had taken place to resolve the issue, (B)(4).